Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call experiencing high blood glucose over 500 mg/dl and that the insulin pump may not be functioning. The customer stated there are no alarms in the insulin pump and no insulin leaks found. The customer was advised that there could be a reservoir or infusion set occlusion. Customer was unable to perform the high pressure test. The customer would call back to complete troubleshooting.